Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement, self test and displacement test. Power error due to j6 connector resistance issue. Power loss alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the device alarmed power loss and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Device was monitored and functioned properly.

Event description:
The customer reported via phone call that their insulin pump had failed battery alarm. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. The customer was reported that the contacts on the battery cap were neither missing nor damaged, battery compartment was neither damaged nor corroded, the spring was neither damaged nor corroded. Customer was tried replacing batteries multiple times. The insulin pump will be returned for analysis.